Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien troubleshot this issue with the customer over the phone and advised the customer to replace the air psol. Covidien was not authorized to service the device.

Manufacturer narrative:
Multiple attempts have been made to try to obtain the repair information, but no response received from the customer.